Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away. The cause of death is unknown. The outcome was not considered device or therapy related. The death was said to not related to the device, and the pump performed as expected. It was unknown if an autopsy would be performed. It was unknown if the pump was explanted and the pump would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that the patient passed away. The cause of the death was unknown. The outcome was not considered device or therapy related. Due to patient privacy laws, the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. No device would return. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. B are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.